Event description:
While using a solo I/a handpiece the surgeon experienced a capsule rupture. The procedure was completed as planned. There were two capsule ruptures reported, this is the first of two reports.